Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. It was reported that patient's parents found her unconscious. Patients' parents attempted to give patient juice to revive her. Patient's parents then called 911. Paramedics came and measured the patient's blood glucose, finding it to be at 49mg/dl. Paramedics treated patient with glucagon and patient started waking up. The patient then had a peanut butter and jelly sandwich with cottage cheese. When paramedics decided to leave the patient's blood glucose was measure at 263mg/dl and she felt back to normal. No additional even or patient information is available.